Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a cracked needle hub was able to be confirmed by the photo. The photo shows needle hub with a vertical crack in the injection molding gate. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin". Manufacturing was contacted and stated that cracking at the injection molding site of the needle hub is consistent with an issue related to the manufacturing process. This failure mode is specific to introducer needles that are automatically assembled to the arrow raulerson syringe (ars). The customer report of a cracked needle hub was confirmed through evaluation of customer supplied photo. The location and appearance of the cracking is consistent with failures related to the manufacturing/assembly process. Based on the customer provided photo and input from manufacturing, the root cause of this complaint is likely manufacturing related. The observed failure mode is consistent with the failure mode currently under a previously opened CAPA. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "we had 2 with cracked hubs pulling in air". There was no patient harm or injury. No medical intervention required. The patient's current condition is unknown at this time. Associate MDR numbers include:9680794-2026-00168 and 9680794-2026-00167.

Event description:
It was reported that "we had 2 with cracked hubs pulling in air". There was no patient harm or injury. No medical intervention required. The patient's current condition is unknown at this time. Associate MDR numbers include:9680794-2026-00168.

Manufacturer narrative:
(B)(4).